Event description:
It was reported to philips that the device's geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer ordered a new computer, which was installed by the customer's clinical engineer, returning the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. A review of the system logfiles confirmed the malfunctioning of the geo-pc. Upon functional testing, the fse identified bad battery in geo-pc and the bios inside the pc was actual cause of the reported issue. The part analysis of the defective geo-pc was performed, and it confirmed the issue with hdd and cmos causing charging issue to the pc. To resolve the issue, the fse ordered the geo-pc for customer and clinical engineer (biomed from the customer) installed it. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.